Manufacturer narrative:
Section d4 and h4: additional information. Manufactures investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via the submitted log file. The log file contained data spanning approximately 3 days (01nov2020 ¿ 04nov2020 per the timestamp). Intermittent power cable disconnect and low voltage advisory alarms that were not associated with true power cable disconnections or routine battery depletion were captured throughout the log file due to the rsoc voltage levels dropping to approximately 0v. The atypical alarms occurred on both the black and white power cables while connected to the power module; however, when connected to 14v batteries, the atypical alarms only occurred on the black power cable. The log file also captured a transient low voltage hazard alarm on 04nov2020 at 7:07:11 due to the white power cable being disconnected while there was an atypical voltage drop occurring on the black power cable. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for evaluation. Additional information provided stated that the controller was exchanged and subsequently disposed of. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 07sep2017.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited the clinic and stated that there were mpu alarms going off randomly but there were not any alarm lights. On the battery there were two brackets and yellow diamond alarm that lasted for 3-4 seconds. The patient was connceted to the power module and the black cable alarmed on the power module for a "power cable disconnected" alarm despite being connected to the power module. The patient was given a loaner mpu. The log file displayed multiple low voltage alarms and a transient low voltage hazard alarm and the controller momentarily operated on ebb/power save mode. The low voltage alarms appeared to be due to fatigued power cable leads on the controller.